Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels, as well as diminished battery life in the insulin pump and grinding during the rewind process. The blood glucose reading was 444 mg/dl. The customer also reported that she experienced delivery issues with the insulin pump. She expressed symptoms of high blood glucose, including nausea, vomiting, excessive thirst and frequent urination. She treated using the insulin pump. She had noticed that her tubing was detaching from the infusion set. She stated that she would like to change her infusion set and call back to conduct troubleshooting. Nothing further reported.